Event description:
While placing a PICC line with the microintroducer to the right basilic vein, echogenic needle introduced, blood return noted, and guide wire introduced and unable to thread more than a couple of centimeters. Attempted to pull the wire back out and noted resistance. While removing both needle and wire, noted the wire was shearing. Tourniquet was still applied. Registered nurse taking care of the pt was asked to call resident. Stat right upper extremity film ordered. X-ray showed wire (2cm) under the skin.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for eval, because it was discarded.